Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. (B)(6) 2023. On (B)(6) 2023, it was reported that the patient was lightheaded and dizzy and presented to the hospital. The cgm was reading 200 mg/dl and the blood glucose reading was 333 mg/dl. The patient was treated with an IV fluid and hospitalized. At the time of the report, a week after the event date, the patient was still in the hospital but was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.